Event description:
It was reported that the subject device had the b30 communication error. The issue was found during set up of the device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: faulty printed circuit board (ap board) is corroded. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 communication error is confirmed due to faulty ap (printed circuit) board is corroded, which cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.